Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient¿s history included non-ischemic cardiomyopathy, supraventricular tachycardia, a left bundle branch block, hypertension, obesity and severe mitral insufficiency. The patient also had a history of medical non-compliance. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU further states that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a history of supraventricular tachycardia, a left bundle branch block, hypertension, and sever mitral insufficiency.